Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. No device failure detected and the products are within specification.

Manufacturer narrative:
It was reported that a patient underwent a stomal hernia repair procedure on (B)(6) 2014 and suture was used in the abdominal fascia. On (B)(6) 2014, the surgeon had to bring the patient back for surgery to close the hernia defect that had opened up. All of the stitches that he had thrown had opened up because the knots had come untied. The original sutures were placed in an interrupted suturing technique and tied by hand with half-hitch combination square knots. The patient underwent an open reoperation and a different suture was used. The patient has recovered well post-operatively after the second surgery.

Event description:
It was reported that a patient underwent an open ventral hernia repair procedure on (B)(6) 2014 and suture was used. On (B)(6) 2014, the surgeon had to bring the patient back for surgery to close the hernia defect that had opened up. All of the stitches that he had thrown had opened up because the knots had come untied. The patient underwent an open reoperation and a different suture was used. Patient has recovered well post-operatively after the second surgery.